Manufacturer narrative:
Device evaluation: one portex tracheostomy sample was received in used condition without its original packaging for evaluation. The sample was visually inspected and no discrepancies were found. A leak test was performed and a leak was detected in the cuff of the returned sample. Relevant documents were reviewed and deemed adequate. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. No problem source was identified.

Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that one day following placements of a smiths medical portex® blue line ultra® tracheostomy tube leakage an air leak was noted coming from the cuff. Subsequently, a tube change out was required. There were no further adverse effects reported.